Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited signal artifact. The rv lead was not used and changed during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise oversensing was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. Electrical testing found no indication of conductor fractures or internal shorts.